Event description:
It was reported that a patient hadn¿t used the implantable neurostimulator (ins) for about six months. The patient had a lot of ongoing issues with flow, bladder infection, and e-coli and these issues had been occurring for at least three months. He was going to the doctor the day of the report and his urine was really clear. At the time of the report, stimulation was on program 2 at 4.1 volts and was lowered to 4.0 volts. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2015-03884 regarding other issues the patient was experiencing.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va088yp, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).